Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-12555.

Manufacturer narrative:
1) the edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality >=1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). 2) the edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Note: per the cer, the device was used in an off-label implantation in the mitral position.  As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or bulky/severely calcified leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the migration and sub sequent embolization into the atrium was likely related to patient factors (native mac) and/or procedural factors (described above).

Event description:
Additional information per medical records received, the operational noted stated the patient was put under general anesthesia. The aortic 26mm sapien 3 valve was explanted and replaced with a surgical valve. The native mitral valve (mac) anterior leaflet was excised and a 26mm sapien 3u valve was deployed in the mitral annuls. After removal of the cross clamp with the heart beating, the 26mm sapien 3u valve ¿had slipped back into the atria and there was significant movement and it was rolling in the left atrium.¿ the left atrium was reopened and the 26mm sapien 3u valve was re-crimped on a balloon, deployed and then sutured to the mitral annulus. The chest was closed and the patient was sent to recovery. Post operative the patient required pressor support and had runs of ventricular tachycardia. Iabp was placed however increasing lactic and persistent hyperkalemia with decreased urine output required crrt. ¿echo showed severe rv dysfunction, hyperdynamic, underfilled lv, and small perivalvular leak on mitral valve.¿ ECMO placed and patient on max pressures. The doctor spoke to family and made dnr and withdrawal of care. Patient expired two days post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Reference (B)(4).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported, a 26mm sapien 3 ultra valve was placed in the open native mitral valve. During the same procedure, the pre-existing 26mm sapien 3 valve in the aortic position was explanted and replaced with a surgical valve.  During the explant of the aortic valve and placement of the surgical valve, the mitral valve embolized in to the atrium. The valve was captured and placed back in the mitral position. Subsequently, the patient expired 2 days post implantation.